Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: unknown if the device was explanted. Occupation: interventional technologist. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The complaint was unable to be confirmed. The exact root cause was unable to be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that when the angio-seal device involved was attempted to be deployed into the patient's groin, the other end came out with the plug and could not be pulled. The plug could not be used; therefore, pressure was held twenty (20) minutes before they could switch it out. Surgery was put to a holt when the event occurred, then continued. The patient was in stable and good condition. The blood loss was less than 250cc's. The event occurred intra-operative. There was no patient injury or surgical intervention required. Additional information was received on 27 jan 2022: the event occurred at the end of the procedure; therefore, the procedure was technically "not halted". The time in post op increased. The procedure performed was a leg angio. An angiogram was performed. The procedural sheath size used was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no stenosis, plaque, calcium present around the insertion site. Hemostasis was achieved by manual pressure. When the device was pulled out, the plug came out undeployed with the wire.